Manufacturer narrative:
The patient remains on lvad support. A correlation between the device and the reported driveline infection could not be conclusively determined. Bleeding, infection and sepsis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was brought to the operating room for incision and drainage of the driveline due to (B)(6) driveline infection. Reportedly, the patient tolerated the procedure well without significant difficulty or evident complication. Transplant ID was consulted. The infection was treated with intravenous (IV) (B)(6) every 8 hours beginning on (B)(6) 2017 with a planned end date of (B)(6) 2017. The patient was discharged (B)(6) 2017. On (B)(6) 2017 the patient was seen in the clinic and found to be subtherapeutic and wound was not well healed. Due to complaint of issues with itching related to the antibiotics, patient was transitioned to (B)(6) every 8 hours with a planned end date of (B)(6) 2017. The patient denied fevers and drainage from lvad driveline site incision.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 1 month. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s driveline was pulled out a bit a couple of months ago which led to a small amount of bleeding. Since then, the patient observed a persistent, but small, amount of purulent drainage. The driveline exit site was persistently red, however, the patient believed that the redness was associated with tape allergy. The patient was admitted. Driveline exit site culture was positive for staphylococcus aureus. No sepsis. The patient was placed on oral bactrim for 10 days and an unspecified surgery was performed.